Event description:
Surgical produre performed-open reduction internal fixation, fibula, left ankle. After the reduction was accomplished, a butterfly was fixed with appropriate lag screws. The first lag screw attempt was done with a cannulated 3.5 mm screw. The guide wire initially used was noted to penetrate bone with extreme and unusual difficulty, and in fact the tip of this guidewire broke in the intramedullary canal. The outer cortex was actually burned from the heat generated by this guidewire. The tip was seen in xray and left in the intramedullary canal. Subsequeent drill bits which used also had some difficulty in drilling. The guide wire was a synthes product 1.25mm x 150mmdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.